Manufacturer narrative:
10/26/2022 - we have requested the device be returned to the manufacturer. To date we have not received the device.

Event description:
10/12/2022 - the consumer claims the wires on the product caught on fire and burned through his recliner. Injuries did not occur.